Event description:
In 2008, the patient present with a 10cm long thoracic aneurysm. A gore tag thoracic endoprosthesis was used with the physician intentionally covering the celiac artery. The gore tag thoracic endoprosthesis landed about 7mm higher than intended and a gore excluder aaa endoprosthesis aortic extender was used to obtain a proper seal. Wire access was lost and the proximal end of the gore tag thoracic endoprosthesis leaned into the aneurysm sac. Wire access could not be regained, despite numerous attempts including brachial access which was unsuccessful. The physician snared a wire on the tag device and pulling both the tag and aaa devices out of seal zone - almost completely into the aneurysm sac. Both of these devices were left inside the aneurysm sac and two new gore tag thoracic endoprostheses were implanted successfully.

Manufacturer narrative:
A review of the manufacturing paperwork has been requested.